Event description:
A (B)(6) customer stated that her contour meter was reading in mg/dl instead of mmol/l. The meter in question had notbeen configured correctly before being shipped to (B)(6). The meter is to be returned. A replacement meter was sent to the customer.